Manufacturer narrative:
(B)(4). Analysis of the device (forceps cev525 fenestrated 20mm jawz) indicated that the actuator is broken. The actuator is located on the shaft and is attached to the tip. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
It was reported that the jaw was broken on the device (forceps cev525 fenestrated 20mm jawz). There was no reported patient impact.